Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. The probable cause of ¿no image¿ was that the stable communication with the scope became impossible to produce an endoscopic image because it was connected with foreign matter (chemical liquid residue, water dirt, sebum dirt, dust, gauze splash, etc.) At the electric contact point of the scope connector. The b30 error message was present because it was connected where there was foreign matter (chemical liquid residue, water dirt, sebum dirt, dust, gauze splash, etc.) At the electric contact point of the scope connector, and because it became impossible to stably communicate with the scope. As far as the memory stick not functioning properly, it is possible there was a temporary malfunction. The IFU (instruction for use) provides guidelines: error message: contact olympus scope communication err (b30) possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. In troubleshooting the issue with olympus technical support via the phone, the reporter was unable to reproduce the error. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus endoscopy account manager (eam) reported that the evis exera iii video system center had image loss and the original equipment manufacturer (OEM) memory stick was not functioning correctly. The light-emitting diode (led) on the memory stick was blue and linked, however, the front panel ready busy lit (access indicator) was red on the video system center. The image loss on the video system center and the b30 scope communication error with the camera heads were both intermittent. The eam used camera heads and scopes with the front panel connector on the video system center and the connector on the light source and stated that the issue occurred with both connectors. The eam had followed-up on the issue at a later time and noted that six (6) different camera heads were connected ten (10) different times and no error was present. The issue with the error could not be reproduced. There was no reported patient involvement.